Event description:
It was reported that an external pulse generator stopped suddenly and the cable was broken. The device has not been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 5318, serial # unknown. (B)(4).